Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that during final tightening of an expedium fas screw construct, one of the teeth of the expedium di final tightener sheared off. The broken portion of the instrument was retrieved and was discarded by the customer. The procedure was completed with additional instruments supplied in the sets. As reported, the tightening was done according to the surgical technique and the appropriate counter torque sleeve was used together with this instrument. There were no adverse consequences to the patient and no delay to the procedure.

Manufacturer narrative:
Visual examination revealed that the fracture occurred at the distal tip of the instrument. The fracture analysis report suggests the castle tightener underwent a quasi-static torsional shear overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the di castle innie final tightener was conducted with no issues identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A 12-month complaint trend analysis for the di castle innie final tightener was conducted. No adverse trends were identified requiring further action. The root cause of the broken castle innie tabs cannot positively be determined. However, the fracture analysis report suggests the castle tightener underwent a quasi-static torsional shear overload failure. As no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer and no systemic trend has been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.